Event description:
Customer reportedly received results of 408 mg/dl and 141 mg/dl within 10 minutes on the aviva system. No high blood glucose symptoms reported with these results. Following day he received results of 105 mg/dl and 66 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms reported with these results; self treated. Customer has also received results of 402 mg/dl and 161 mg/dl within 10 minutes on the aviga system. No actions taken based on device results.l1 control was run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: actos 8mg once daily; glucotrol 10mg once daily; metformin 500mg once daily; prozac 20mg once daily; crestor 20mg; flomax 0.8mg once daily; bromfenex 12 120mg 1/daily.